Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was not producing an image, and was instead presenting an e216 scope communication error. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, the olympus ultrasound colonovideoscope was not producing an image, but was instead presenting an e216 scope communication error. There was no patient involvement during this event.